Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had post-reset ram crc alarm. The customer¿s blood glucose level was 336 mg/dl at the time of the incident. The customer¿s current blood glucose level is 336 mg/dl. The customer was also reported other blood glucose values such as 90 mg/dl to 140 mg/dl. The customer was assisted with troubleshooting for pump error. The customer was reported that the pump error again after replacing the second battery. The insulin pump will not be returned for analysis.